Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter state: address information was not able to be obtained. Oh was used as a place holder based on the user area code. Device manufacture date: unknown. (B)(4). Investigation summary: unable to perform complaint lot history check for plunger difficult to move due to unknown lot number. A review of all risk management documents for the product family of the device involved in this complaint (syringe/safety syringe, plunger difficult to move) was performed and it was determined that the potential risk of this specific reported incident was captured and addressed. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check for plunger difficult to move due to unknown lot number. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the plunger is difficult to move during use with an unspecified bd syringe. The following information was provided by the initial reporter: it was reported that the plunger rod is difficult to move.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch # 0027383 all inspections were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint.

Event description:
It was reported that the plunger is difficult to move during use with an unspecified bd syringe. The following information was provided by the initial reporter: it was reported that the plunger rod is difficult to move.